Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call for high blood glucose. Customer¿s blood glucose at time of incident was 299 mg/dl. Patient's current blood glucose: 435 mg/dl. Customer blood glucose this morning was 91 mg/dl but then went back up again to 435 mg/dl. Customer already took a manual shot. Customer decline troubleshoot for high blood glucose. Customer reports they have not contacted their healthcare provider regarding the high blood glucose. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test and occlusion test. Pump received with cracked battery tube thread, cracked reservoir tube lip and minor scratches on display window noted.